Event description:
Reporting status: serious injury-surgical intervention; permanent damage. Reporting rationale: restenosis requiring surgical intervention. Device issue: no device malfunction has been reported. It was reported via a trial that the index procedure was performed on (B) (6) 2007. During the procedure, a 3.5 x 28 mm xience v stent was deployed in the mid left anterior descending (lad) lesion. There were no device issues or pt effects noted at the time of the index procedure. However, on (B) (6) 2009, coronary artery bypass surgery (CABG) of the mid lad was performed for treatment of restenosis. No additional event or pt info is available.

Manufacturer narrative:
(B) (4). (B) (4). In this case, there was no reported product deficiency. Restenosis is a known adverse event as listed in the xience v instructions for use (IFU). Further, restenosis along with hospitalization, are listed in the no fault risk assessment (ram) as no-fault post-procedure complications. Although a conclusive cause for the reported pt effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.